Manufacturer narrative:
An 11-second video was provided for review. It is not labeled as the time or date. The video is of an ap oblique subtracted dsa of the left vertebral and basilar arteries, with contrast. A coil mass is seen in a medium-sized right p-2 segment aneurysm of the right pca. A linear coil extends outside of the aneurysm all the way back to the distal cervical vertebral artery, where a guiding catheter is located. There are a few loops of the coil seen in the proximal basilar and the vertebral arteries, just distal to the guiding catheter. This video does not explain why the problem described in the event occurred. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
Additional information received: the coil is partially removed; part of it is in the basal artery. A stent was used to extract the coil. The patient was initially in a coma, died on the second day post-op. The official cause of death was hypertension crisis. The op report was requested, but not provided.

Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is not returning to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue/event as described could not be confirmed.

Event description:
As reported: at the stage of surgery, when installing the fourth coil microplex cosmos 10, the coil did not enter the aneurysm, the doctor tried to pull it and insert it into the aneurysm again, but the coil did not go back and then disconnected in the microcatheter. The coil exfoliated, part of it stretched out of the microcatheter like a thin thread, and the other part remained in the aneurysm of the vessel due to the separation. No patient injury reported.